Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on valve bond edge assessed as an unidentified (tear) opening. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ white particles observed inside the device. ¿ void on valve texture side assessed as a workmanship. A further investigation is requested to review the workmanship observed. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2700313 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory, was observed voids in the textured part of the valve (vv), it is out of specification according to qa 199.06. According to the analysis review the reported complaint was observed, however, the workmanship is not related to the reported complaint. A review of the current risk documents was performed and the event of void in valve is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with air voids in the valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional later reported right side "very contracted." Treatment: capsulectomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.